Event description:
Report received from USA, stating that the device was overheating. It is known that the event occurred during surgery. There was no pt or user injury; however, it is unk if there was surgical delay or medical intervention reported related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported complaint of "overheating" was not confirmed. Temperature testing was within acceptable limits. If add'l info becomes available, a supplemental report will be sent. (B)(4).